Manufacturer narrative:
Two implant dates were reported with this event; it is unknown which is correct: (B)(6) 2008 and (B)(6) 2010.

Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on (B)(6) 2008. According to the complainant, the patient experienced an unknown injury. According to the physician, during several post operation visits over a series of years, it was noted that several of the prolene sutures used in that procedure were seen to be eroding. Bleeding was also noted at the granulation site of the incision. Attempts to trim the exposed sutures unsuccessfully. A procedure was performed on (B)(6) 2010 to excise an inflammatory polyp and further trim the prolene sutures because the patient had continued complaints of leaking and urge incontinence. The patient was prescribed vesicare in (B)(6) 2011 in response to complaints of urge incontinence and nocturia. In (B)(6) 2012, the patient reported improvement, and the doctor trimmed the sutures as they appeared to be eroded. The patient was last see in (B)(6) 2013 with recurring urge incontinence with the addition of stress incontinence. The physician yet again trimmed the prolene sutures. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
As reported by the patient¿s attorney, a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. Additional information received from the physician on june 27, 2013 noted that the patient had a sling (type and name unknown) placed by a urologist in 2000. On several visits post-op, over a period of years, it was noted that several of the prolene sutures used in that procedure were seen to be eroding. There was bleeding noted at the granulation site of the incision. The physician went in on multiple visits to trim the exposed sutures, ineffectively. On (B)(6) 2010 the physician performed a procedure using the boston scientific advantage device after the patient had continued complaints of leaking with urge incontinence. During this procedure, excision of an inflammatory polyp and further trimming of the previous prolene sutures were performed. In (B)(6) 2011, the patient was seen for complaints of urge incontinence and nocturia and was placed on vesicare. The patient was seen again in (B)(6) 2012 and her complaints had improved; however, the doctor went in and further trimmed the previous prolene sutures as they were seen to be eroded again. The patient was last seen in (B)(6) 2013 with recurrence of urge incontinence and addition of stress urinary incontinence. The doctor once again trimmed the previous prolene sutures. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on (B)(6) 2008. According to the complainant, the patient experienced an unknown injury. According to the physician, during several post operation visits over a series of years, it was noted that several of the prolene sutures used in that procedure were seen to be eroding. Bleeding was also noted at the granulation site of the incision. Attempts to trim the exposed sutures unsuccessfully. A procedure was performed on (B)(6) 2010 to excise an inflammatory polyp and further trim the prolene sutures because the patient had continued complaints of leaking and urge incontinence. The patient was prescribed vesicare in (B)(6) 2011 in response to complaints of urge incontinence and nocturia. In (B)(6) 2012, the patient reported improvement, and the doctor trimmed the sutures as they appeared to be eroded. The patient was last seen in (B)(6) 2013 with recurring urge incontinence with the addition of stress incontinence. The physician yet again trimmed the prolene sutures. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.